Manufacturer narrative:
During testing, it was found that the device distal pressure sensor pin was broken. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device did not pass the distal occlusion test as by the psi (pressure per square inch) was out of calibration. This does not indicate a reportable malfunction. However, during verification testing at the service center, it was noted that device distal pressure sensor pin was broken.